Manufacturer narrative:
The device was returned to mmdg after the initial MDR was filed. During the investigation the pump operated within product specifications. Mmdg could not replicate or confirm the complaint. Based on the information obtained during the investigation, no MDR was required.

Event description:
The initial reporter stated that an infinity pump feeding "takes longer than it should". The initial reporter did not provide any further information regarding rate or dose. No injury to a patient was reported. (B)(4).

Manufacturer narrative:
The device was not returned to mmdg. Evaluation has not been possible. Not returned to manufacturer.

Event description:
The initial reporter stated that an infinity pump feeding "takes longer than it should". The initial reporter did not provide any further information regarding rate or dose. No injury to a patient was reported. (B)(4).